Event description:
It was reported the rest of the system was explanted on (B)(6) 2023.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00161. It was reported an infection was present at the ipg. As such, patient was prescribed oral antibiotics and had the ipg and part of the lead explanted on (B)(6) 2023 to address the issue.